Event description:
It was reported that the product package was found to be torn when the cardboard was opened. The user stated that since the cardboard itself was a box that could be opened without a cutter, the cutter was not used. The user was sure that the damage was not caused by them when the package was opened. Per follow up 3 received via ibc on 21may2021, the complaint is for the packaging break. The device damage was not reported.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. Evaluation observed horizontal tear at upper side of package. The was observed comes from the front and penetrate through the backside of package. The cut was observed to be smooth looks like being exposed to sharp object. The exact cause of how and when the problem occurred could not be determined. A potential root cause for this failure could be improper insertion of component into pouch or rough handling or exposed to sharp object during opening carton box. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "indication for use: 1. Take off the drainage bag cap with careful for sterile of inlet tube. Then connect with foley catheter. 2. Fix the drainage bag securely on the patient bed etc. Using the hanger/belt to prevent the bag from sudden movement and to avoid direct contact with floor. Keep the drainage bag below the level of patient bladder to keep urine flowing freely. 3. Drain tubing must be secured using sheeting clip, keeping the tubing line straight with no kink to avoid obstructed urine flow into drainage bag. Kinked of or flexed drain tubing will restrict urine flow. 4. Lift cock up and pass urine precautions 1. Do not let the distal end of the outlet tube touch the urine collection container when emptying the bag in order not to permit bacterial contamination into drainage bag. 2. Care should be taken where the bag should be positioned to avoid damage by bump or projection. 3. Do not pull outlet tube on urinating. It might break the product." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was evaluated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the product package was found to be torn when the cardboard was opened. The user stated that since the cardboard itself was a box that could be opened without a cutter, the cutter was not used. The user was sure that the damage was not caused by them when the package was opened. Per follow up 3 received via ibc on 21may2021, the complaint is for the packaging break. The device damage was not reported.